Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/29/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: keypad torn and missing at "down" key. All keys intermittently responding. Removed keypad. Contamination under all key contacts. Unrelated to the complaint, the pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. A test battery cap was used for all testing. Pump powers with test battery cap to a dim discolored display . Battery cap threads damaged. Battery compartment cracks observed in thread area and below grip pad..removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.